Event description:
It was reported that during a lap appendectomy procedure, the device did not fire correctly. The staples were not formed completely. They reloaded the device and it fired correctly with the reload. No patient consequence.

Manufacturer narrative:
Date sent: 10/4/2007. Information anticipated, but unavailable at this time.